Event description:
Boston scientific received information that the device system measured an impedance measurement of 1200 ohms. The shock electrogram measured some noise, which were reproducible with isometrics. All shock impedance measurements were stable. The patient was to be brought in to the clinic to evaluate the system. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
Additional information noted that the patient implanted with this device system expired approximately six months following this event. The cause of death was not thought to be associated with the device system. As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. If the device is returned the event will be updated. No additional information is available at this time. If additional information becomes available the event will be updated.